Manufacturer narrative:
Calibration signals for the reagent pack on (B)(6) 2021 were 5-10% lower than signals of the same reagent pack on (B)(6)2021 and 10-15% lower than calibration signals of a second reagent pack on (B)(6)2021. Depending on the reagent pack used on (B)(6)2021, an impact on patient and qc results could not be excluded. Control data appeared to be within assigned ranges, however the data set is scarce and shows only one result for 2 control levels on (B)(6)2021. A picture of the sample tubes showed low volume of clear plasma. The gel layer in the tubes showed blood marks, which indicates sub-optimal sample quality. Upon review of the alarm trace, a pipetting error occurred on another analyzer in the same line. This may indicate a pre-analytic sample issue. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas 8000 e 602 module. The sample initially resulted in an hcg+beta value of 46.51 iu/l and this value was reported outside of the laboratory to the patient. The patient questioned the value based on her medical history and an "ecography" test showing the patient had no problems. A second sample was collected from the patient in a different laboratory and the hcg+beta value from this sample was 2224 iu/l. The original sample was then repeated three times on the e 602 analyzer, resulting in values of 2574 iu/l, 2224 iu/l, and 2469 iu/l. The reporter also stated that the original sample was repeated on a second analyzer and the repeat results confirmed the 2224 iu/l value measured from the second sample. The hcg+beta reagent lot number was 551036. The reagent expiration date was requested, but not provided.